Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor was completed. During investigation for an unrelated issue a reportable malfunction was found. The rear response button was non-functional. The cause for failure was isolated to the flexible pcb cable was pulled from the ca board. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the damaged monitor.